Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan alleging that the onetouch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The pt said the issue started on (B) (6). She said she did not take any action regarding management of diabetes due to the issue. She said she felt shaky 12 hours after the issue started. She said she had food and/or drink as treatment for the symptoms. The pt says she self-adjusts her insulin normally to manage her diabetes. According to the troubleshooting performed with customer service, there was no misuse of the product. The meter does not turn on when inserting test strips or pressing the power button. The issue was not resolved. Although details of the pt's management of diabetes are unk, this complaint is being reported because the pt alleged the product did not turn on and subsequently suffered a symptom that may be indicative of hypoglycemia.